Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using conformable gore&#59412;tag&#59412;thoracic endoprostheses to repair an aortic arch aneurysm. The devices were deployed at the intended position with no reported issues, with the proximal neck landing at the ascending aorta. A chimney technique was utilized, and a gore&#59397;excluder&#59393;aaa endoprosthesis contralateral leg component was deployed parallel to the ctag devices, extending into the brachiocephalic artery. Final angiography identified a proximal type I endoleak, and the physician elected to monitor the patient. The patient tolerated the procedure. On an unknown date, a follow-up CT images revealed the persistent endoleak and the aneurysm enlargement of unknown amount. It was reported that upon deployment of the proximal conformable gore&#59412;tag&#59412;thoracic endoprosthesis, the proximal edge did not conform to the aorta sufficiently at the level of the inner curve, which led to lack of wall apposition there; however touch-up ballooning could not be performed due to the poor condition of the aorta. The physician indicated that this would result in the proximal type I endoleak. On (B)(6) 2016, the patient underwent an additional endovascular procedure to repair the endoleak whereas the space between the proximal conformable gore&#59412;tag thoracic endoprosthesis and gore&#59397;excluder&#59393;aaa endoprosthesis contralateral leg component, as well as the left common carotid artery, were coil embolized. Final angiography showed resolution of the endoleak, and the patient tolerated the re-intervention.